Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50x20 synergy ii drug-eluting stent was advanced to treat the lesion. However, when the physician attempted to advance the stent into the 6f guide catheter, the shaft kinked and was fractured outside the guide catheter. The device was removed and the procedure was completed using another 2.50x20 synergy ii drug-eluting stent. No patient complications were reported and the patient's status was well.